Manufacturer narrative:
Initial.

Event description:
It was reported that the user switched from vials to insulin pens and, during a supply change, received an ¿unable to proceed¿ alert while filling the tubing; a guided dry run succeeded, the user replaced all supplies, and insulin delivery then resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery with troubleshooting and education. Investigation included remote troubleshooting with a dry run and replacement of cartridge, infusion set, and connector. Investigation of this case revealed a transient occlusion or flow interruption during fill tubing that resolved with new supplies, consistent with a use-related or supply-related issue affecting delivery components. It was concluded, based on previously established findings for similar reports, that the cause was use error or supply setup anomaly that was corrected through reloading and proper priming.